Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
The customer reported that the buttons were not functioning at all when she attempted to bolus. The caller removed the battery and got an error alarm. She mentioned experiencing high blood glucose the night before. Advised the customer to discontinue the use of the device and revert to a back-up plan. No further information was provided.